Manufacturer narrative:
Result - release linkage.

Event description:
It was reported by service report that the foot end of the stretcher was stuck in high height. No pt involvement or adverse consequences are reported.